Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the anvil became detached from the device. It was about 3/4 of the way closed. Surgeon was able to reattach the anvil and it closed and fired with no complications. There was no pt consequence.